Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post-market clinical follow up activity was anonymous. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to surgical complication, joint tightness, material in use, or patient reaction. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Reference number: (B)(4).

Event description:
It was reported that, after a primary trauma surgery had been performed on the patient's right hindfoot on (B)(6) 2015, in which a hfn 11.5mm x 16cm right nail was implanted along with four screws placed across the proximal tibial (x2), distal transverse (x1) and distal talar (x1) region to treat a post-traumatic ankle & subtalar arthritis and valgus deformity, the patient experienced an ankle nonunion and pain in the plantar region. An additional surgery was performed on (B)(6) 2017 to treat this adverse event. The nail was removed along with the four screws, but it was not confirmed if an additional construct was implanted in exchange. The reported incident was noticed in a retrospective post-market clinical follow up activity (pmcf) where anonymized data summarizing outcomes were gathered; therefore, additional information is not known and it is not possible to collect it.